Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-50. Serial number: (B)(6). Batch/lot number: 15184208. Model/catalog description: artisan lead 50 cm. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation and overstimulation. Upon connecting to the patients implantable pulse generator (ipg), it was found out that three contacts on the spinal cord stimulation (scs) lead had high impedances as confirmed via x-ray. The device was reprogrammed using working contacts. The patient underwent ipg and lead explant procedure and was doing well postoperatively. All explanted device components were discarded and will not be returned.